Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA: 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID: (B)(4). The product was not sent despite three requests. The information could not be verified. The case is closed. The case will be resumed if any new information is available. Until then, the case is not considered reportable.

Event description:
It was reported that there was event with a "handle". According to the information received, there was a contact failure on the bipolar forceps which leads to burns outside the area to be treated with risk to damage healthy tissue. Medical device not available. According to customer, this is not the first incident of this type (last one in gynaecology). Further information is not available.